Event description:
It was reported that in 2009, an implant check was carried out, as the pt reported that she is occasionally experiencing a 'beep' sound. Everything was ok. All external parts, except the coil, have been exchanged, since a possible defect of the coil was assumed. A decrease in the sound of the basal electrodes was noted. Testing showed an increase of the basal impedances over a longer period. The pt was re-implanted three months later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.